Event description:
It was reported that the pt underwent an emergency angio due to a gi bleed. The pt was found to have a mesenteric arterial bleed. The interventional radiologist sealed the pt with an angio-seal following a coil placement. Twelve hrs later, the pt developed a rash on her face, trunk, arms, bilateral groins and popliteal fossa areas. The pt was not bothered by the rash. The rash gradually cleared. Six days later, the pt experienced a reddened rash appearance to the hip and groin that spread all over the body. The pt reported that even though the rash was "prickly-looking", it was not itchy. When the pt's daughter (a physician) drew blood from her mother several days after the procedure, the rash flared up "a little." The pt was experiencing pain and was very bothered by the foley catheter. The daughter was instructed to call the procedural physician. The pt was in stable condition.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the pain and rash could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (ie, collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The IFU also state the safety and effectiveness of the angio-seal device has not been established in pts that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers. The IFU state the safety and effectiveness of the angio-seal device has not been established in pts with pre-existing autoimmune disease.